Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a surgery, the heating element (optitherm 20432030) burned the patient's skin. The heating element was connected to the thermoflator and probably overheated.